Event description:
Boston scientific received information that this left ventricular (lv) lead displayed high impedance and high threshold measurements. An lv lead fracture was confirmed via x-ray during a follow-up visit at the clinic. As a result, an invasive revision procedure was performed and the lv lead was successfully extracted. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that this lead was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.